Event description:
It was reported that a day prior to this report patient reported a display showing "call your doctor" icon and a power on reset (por ) condition. It was indicated that patient was not being able to adjust stimulation. It was indicated that patient had an x-ray done almost a month ago for his elbow. It was indicated that couple of days prior to call, patient felt a "strong ping" in the groin area. It was confirmed that the ping was like pain. The patient then started to think of checking his device, when he used his programmer; he noticed the por and thought his neurostimulator might have reached it end of service. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# v340505, implanted: (B)(6) 2009, product type: lead. (B)(4).